Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open. A field service engineer found that auxiliary drawer 7 was clicking but would not open and observed binding during the opening attempt, identified that the rear bumper slides on the rails were damaged, replaced the bumper slides and verified proper drawer functionality using diagnostics. After completing the repair, the station experienced issues reconnecting following a reboot, confirmed that the issue was not related to the station and observed that it had obtained an internet protocol address beginning with 169, indicating no network connectivity to the customers network, rebooted the station a second time, after which it successfully reconnected to the network. The customer then tested the drawer in the application and confirmed proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed to open. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.